Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 , 3 and 6 was not detected on the bus. A field service engineer (fse) rebooted the station and ran hardware test application (hta), which showed a failure in drawer 3-1, row d. Swapped tray e with d and confirmed tray e was faulty. Replaced tray d, which then passed hta testing. Upon rerunning hta, rows c, d, and e appeared greyed out. Powered down the station, checked and reseated the bus and rowed cables. After powering up, the issue persisted, so the retractor band was replaced. Final hta test confirmed that all components were functioning properly. Customer inventoried drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had a tower door keep failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.